Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. The device history of lot 4355732 was reviewed and no discrepancies or anomalies were observed during the manufacturing of this lot. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was found to be leaking. There was no patient involvement and no patient harm/adverse event reported.